Event description:
A customer reported to beckman coulter inc. (Bci) that forty four (44) erroneously elevated rheumatoid factor (rf) results were generated by immage 800 immunochemistry system. Immage rheumatoid factor reagent lot m101865 was used for the assays. The erroneous results were reported out of the laboratory. The customer was sent a different lot (m106133) of rf reagent, and repeat testing with this lot of reagent produced results within the normal reference range, below 20 iu/ml. Repeat testing results were not provided. The customer did not amend the patient result reports, and it is unknown if there were any changes to patient treatment. Immage 800 immunochemistry system: catalogue number - a15445, serial number - (B)(4), date of manufacture - 10/10/2008, product code - jqx, nephelometer, for clinical use, 510(k) number - k962294.

Manufacturer narrative:
No sample information was provided. There was no indication of problems with calibration and qc. Failure mode appears to be reagent related.